Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott's investigation. The reported event of a premature battery depletion was confirmed. As received, the device was returned in elective replacement indicator range for analysis. The device was cut open and high current drain was noted when a power supply was attached in parallel, consistent with the rapid voltage drop. No other anomalies were identified.

Event description:
It was reported that the patient presented during clinical follow-up. During follow-up, the pacemaker was found to be prematurely depleted. The device was explanted and replaced on (B)(6) 2020. The patient was in stable condition.